Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: did this issue contribute to any patient adverse event?

Event description:
It was reported that a patient underwent an unknown procedure on the hand on (B)(6)2026 and suture was used. The patient had came to the hospital for a wound due to a hand injury. During the procedure, the surgeon disinfected the affected area and prepared to suture the wound. However, it was found that the suture was loosely woven, so the suture was replaced to continue the wound treatment for the patient's hand injury. There were no adverse consequences to the patient reported. Additional information was requested.